Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the up button was intermittently unresponsive for the last few weeks. The patient stated that today they noticed that the keypad was peeling at the ok button. The patient confirmed that the there was no moisture or trauma to the pump. The patient reportedly wore the pump attached to a belt and cleans the pump with a dry cloth. There is no adverse event reported with this complaint. This is being reported due to the keypad response issue.